Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and restenosis. In (B)(6) 2010, the patient was diagnosed with unstable angina and q-wave, non st segment myocardial infarction and cardiac catheterization was recommended. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 100% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 2.5x28mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with complaints of chest pain radiating to the left arm associated with nausea, vomiting, diaphoresis and shortness of breath. The patient was hospitalized on the same day. Electrocardiogram revealed with normal sinus rhythm, with st segment elevation. Cardiac enzymes were noted to be elevated, consistent with the protocol definition of myocardial infarction. The patient was diagnosed with st elevation myocardial infarction and cardiac catheterization was recommended. The patient was taking aspirin and prasugrel. The 100% in-stent restenosis of the previously placed study stent in the mid lad was treated with balloon angioplasty and placement of a 2.5x38mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer -the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).